Event description:
It was reported that the pump was not working properly. Reportedly, the customer was hospitalized; details and nature of hospitalization were not provided. Customer declined to troubleshoot with tandem technical support; therefore no additional information could be obtained.